Event description:
Caller reported that a malfunction occurred on the pump. There was no reported impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and instructed to call back if the malfunction code reappears. The caller acknowledged and understood the instructions.